Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform any tests due to buttons unresponsive. No moisture damage was noted on the electronics assembly. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window, missing end cap sticker and minor scratches on the display window noted.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, due to moisture exposure. The customer's blood glucose level was 30 mmol/l. The customer was advised to contact a doctor or call his hospital for advice on dosage and use of insulin pen for treatment. Nothing further was reported.